Event description:
It was reported that review of the patient report found a lead safety switch for high out of range pacing impedances greater than 2000 ohms on this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The system remains in-service, and no adverse patient effects were reported.

Event description:
Additional information was received that this crt-d and lv lead were revised due to the impedance issue. The lead was capped, and the device was explanted and replaced. No additional adverse patient effects were reported.